Event description:
It was reported that the 5.0 x 20 mm nc trek balloon catheter was prepared per the instructions for use and advanced to an unspecified lesion. The balloon was inflated, but would not deflate. The physician was finally able to deflate the balloon, and remove the catheter from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Balloon evaluation summary: the device was returned for evaluation. Balloon was returned with blood in the balloon and inflation lumen. Tears in the distal end of the balloon were observed. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Date of event estimated.